Event description:
It was reported that the ventricular assist device (vad) exhibited intermittent low flow alarms which were not captured on interrogation due to the limit set on the alarm. The patient reported feeling more fatigued, tired and "icky" lately with flows dropping below 3 l/min intermittently and feeling symptomatic. Additionally, the patient reported while sitting in a warm car but not overheated, flows dropped to 0.9 l/min and "passed out briefly" and lasted maybe 30 seconds. The low flows and symptoms were thought to be due to the patient's underlying condition of right heart failure and moderate aortic insufficiency (ai), which were reported to be present prior to vad implant. Echocardiogram was performed and the patient was placed on medication to manage the effects of the ai symptoms. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that, in addition to the low flow event, the patient reported feeling more fatigued, tired and "icky" lately with flows dropping below 3 l/min intermittently and feeling symptomatic. Additionally, the patient reported while sitting in a warm car but not overheated, flows dropped to 0.9 l/min and "passed out briefly" and lasted maybe 30 seconds. The low flows and symptoms were thought to be due to the patient's underlying condition of right heart failure and moderate aortic insufficiency (ai). Echocardiogram was performed and the patient was placed on medication to manage the effects of the ai symptoms. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, aortic insufficiency and right ventricular failure are known potential complications associated with the implantation of a vad. Of note, it was reported by the site that the patient has a history of right ventricular failure and aortic insufficiency prior to implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, th e progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.